Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated investigation summary: two photos were included with the complaint showing a tubing set and a breathing bag, with the product label included. One sample was also returned, received in used condition in a plastic bag. The returned sample was visually inspected without magnification at 12¿ to 16¿ and normal conditions of illumination. Per visual inspection, it was not possible to detect any issue which could cause the leaking failure mode. A leak test was performed with the leak tester, manometer, and flowmeter. The result of the corrugated tubing assembly test was acceptable. The customer's reported failure was not confirmed, and no root cause could be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that issues were found in a leak test. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during priming. There was no patient involvement and no patient harm/adverse event reported.